Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they overdid it yesterday and their lower back was hurting, so they turned the stimulation up a couple notches to get it to settle back down. Patient said this morning they went to turn the stimulation down, but the stimulation zeroed out completely. Patient has spent the last 3 hours trying to get the stimulation back to the 8.1 intensity that they originally had to set it to before they turned it up yesterday, but they got a message that says neurosense is currently adjusting therapy and to try again in a few seconds or consult the manual. Agent reviewed the meaning of the message and suggested patient turn off neurosense and then turn it back on again or change to another group to allow the adjustment to be made. The troubleshooting steps that were taken on the call resolved the issue and patient was allowed to adjust normally.